Event description:
Pci was being performed on a 90% de novo lesion in the left main with slight tortuousity and slight calcification. Pre-dilation was conducted with a 3.0 mm hiryu balloon, ivus was conducted and then a 3.5 x 13 mm cypher was delivered to the lesion without problem. Event though the pressure was applied, the pressure could not be increased above 8 atm and the contrast medium leakage from the balloon was observed. Therefore, the physician confirmed the balloon to be ruptured. Then the delivery system was retrieved from the pt. And then post-dilation with a 3.5 mm hiryu balloon was conducted and the procedure was safely finished. There was no reported pt injury. The product was clinically used. The pt has a infectious disease (hcv), but the delivery system will be returned for analysis because of the pt's request.

Manufacturer narrative:
Please note that this device is not distributed in the united states, but it belongs to the same class of devices as the cypher sirolimus drug-eluting stent. The stent delivery system was returned for analysis, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.